Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged and that the customer received multiple power source alerts.